Event description:
It was reported that during an ablation procedure, the device parameters were reprogrammed to vvi mode with ventricular sense response off. In this mode the 'arrhythmia intervention menu' became inaccessible on the pacemaker which the physician did not anticipate and viewed as a "glitch" with the device. When the physician turned rate response on, the menu became accessible and the procedure continued. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.